Manufacturer narrative:
There was no patient involvement in the reported issue. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) was having trouble slaving to the large screen display. There was no patient involvement reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. The impella device was returned for evaluation. Data log analysis ended up not being informative for this complaint. Device analysis: the failure mode was reproduced during testing. Rl05051 was connected to ic_test and was outputting video as expected to impellaconnect.com but when the console was hooked up to a monitor via vga port on the rlm, the monitor was getting no signal. The monitor was tried with another console's vga on the rlm and was successful so the failure mode was confirmed that the console was not connecting via vga port. Root cause: the cause of the user not getting video output was due to video signal not being outputted by the vga port on the rlm.